Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope contained a white foreign material in the air/water cylinder, air/water tube, and there was burn damage on the probe cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, foreign material in the air/water channel, foreign material in air/water cylinder and the plastic distal end cover burnt were confirmed. The type of foreign material could not be identified. There was no physical damage to the places were the foreign material remained. However, the probably cause for the distal end cover burn was most likely attributed to high-energy endo therapy accessory being used without ensuring sufficient distance from the distal end. A definitive root cause for the events could not be determined. The reprocessing information was unavailable, therefore; it was unconfirmed if there were deviations from the reprocessing steps as presented in the instructions for use. The events can be detected and prevented by implementation in accordance with the below IFU. Instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Instruction manual cf-hq1100di operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope. Instruction manual cf-hq1100di operation manual chapter 4 operation: 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.